Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest using electrode pads, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient, however, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.